Event description:
Allergy; could not walk; swollen knee; removed water from knee. Initial information was received on 11-sept- 2007 from patient designee. The patient is a female, with a medical history of osteoarthritis of the knee, who experienced an allergy, difficulty walking, knee swelling, and knee effusion after receiving synvisc. The patient received one injection of synvisc in the right knee in approx six months earlier. That evening, the patient experienced knee swelling, an allergy and "could not walk". One week after the synvisc injection, a patient designee reported that water was removed from the patient's knee by the physician. One week later, water was again removed from the patient's knee by the physician. On an unk date, the patient received an injection of cortisone. At the time of this report, the outcome of the patient was unk. No further information reported.

Manufacturer narrative:
Qa investigation results: qa performed a review of the production and quality control documentation for lot # x0625. All documentation are complete and in order. The product met specifications at release. No associated non-conformance was noted for this lot.